Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 220 units and the insulin gauge initially displayed a fill estimate of over 180 units. Then, after the delivery of 19 units of insulin for basal and bolus delivery, the fill estimate displayed 120 units. The customer's blood glucose level was 180 mg/dl. The customer reloaded the cartridge and received an accurate fill estimate.